Event description:
I have allergan natrelle smooth cohesive gel silicone implants. Started suffering from auto immune type illness that doctors couldn't diagnose or link...too many for it to be coincidences. Brain fog, memory loss, breathing troubles/ asthmatic/ shortness of breath, metallic taste, smelling phantom cigarette smoke, neuropathy in fingers, collarbone/sternum/shoulder pain interfering with daily activities/life, bad vertigo, ringing in ears, heart palpitations, hypoglycemic type symptoms, major inflammation/unexplained weight gain, hair loss, eczema, burning and pain around outer parts of implant and ribs, 12-21 day bouts of migraines with vision loss and facial bruising, throat swells with migraines and last one nose felt broken (in may and still cannot breathe out of sinuses), uveitis, meibomian glad dysfunction, vision loss, blurred vision and eye pressure, red swollen eyes (cannot open in morning without warm compress), constant sinus infections and "head colds", food sensitivities, ibs, severe muscle spasms of intestines/esophagus and ocular nerve in eye needing, medications,, restless leg syndrome, painful joints especially ankles/knees, arthritis in jaw, facial swelling and hives, high white blood cell count with every test, over production of saliva causing choking. FDA safety report ID # (B)(4).